Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0vx0q serial# implanted: (B)(6)2015 explanted: product type lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. Patient reported that she had implantable nuerostimulator replaced a day prior to this call. Patient stated the lead might have been moved, however she was not sure what they did to the lead. She was told the implantable nuerostimulator (ins) was damaged due to several falls she had from her bed. Patient also mentioned one of the electrode wasn¿t working. There were no further complications that have been reported as a result of this event.